Manufacturer narrative:
Date of event is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving intrathecal unknown morphine 15 mg/ml at 7.5 mg/day via an implanted pump for spinal pain. It was reported with the patient¿s first pump the healthcare provider (hcp) did not tie the pump down. It was noted the doctor did not do her first three surgeries correctly and the patient got a staph infection in 2016 from surgery which resulted in three subsequent surgeries to clean it out (dates not provided). It was confirmed the staph infection had since resolved. No further complications were reported/anticipated or expected.